Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 40 mg/dl while the insulin pump was suspended. The customer was treating through unspecified means while driving their vehicle. The customer stated that the insulin pump failed to suspend; the auto mode feature was not active and automatically delivering insulin at the time of event. The customer manually suspended their device and their blood glucose continued to decrease. Troubleshooting did not occur. The insulin pump was not returned for analysis.